Event description:
It was reported that the reperfusion cannula 3-way stopcock cracked, causing an arterial blood leak/spray. During a site assessment, the bedside rn was sprayed in the face with arterial blood. The bedside rn paged ohs (occupational health services) to report an exposure. Additional information noted that the patient had received many transfusions, with no indication of a relation to the cracked stopcock. The device was replaced at the bedside. The patient had no harm or injury from this incident. The associated emdr report numbers are 9680794-2025-00180 and 9680794-2025-00185.

Manufacturer narrative:
(B)(4) the customer submitted two photos for analysis. The first photo shows one sheath assembly. The second photo shows the connection between the sheath stopcock and the extension line tubing. Clear fluid was observed on the outside of the stopcock. The customer returned one sheath for analysis. Signs of use were observed in the form of biological material. Visual analysis revealed a crack in the stopcock luer hub. Minor stress markings were noted around the proximal opening of the luer hub. Additionally, it was observed that the bond between the distal end of the stopcock and the extension line tubing was non-uniform. Microscopic examination confirmed the luer hub cracking. The stopcock was tested per the instructions for use (IFU) provided with this kit. The IFU states "flush and connect side port to appropriate line, as necessary." The stopcock was flushed using a lab inventory syringe. Leaking was observed at the location of the crack in the luer hub. R & d and manufacturing personnel were contacted and stated that the root cause of this defect may be related to the bonding of the stopcock to the sidearm; therefore, a nonconformance is being initiated to further inv estigate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit states "the clinician must be aware of potential air embolism associated with leaving open needles, sheaths, or catheters in venous and arterial puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device." The customer report of a leaking stopcock was confirmed through investigation of the returned sample. Visual and functional testing revealed a crack on the luer connection of the stopcock. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on evaluation of the returned sample, manufacturing likely caused or contributed to the reported issue. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the reperfusion cannula 3-way stopcock cracked, causing an arterial blood leak/spray. During a site assessment, the bedside rn was sprayed in the face with arterial blood. The bedside rn paged ohs (occupational health services) to report an exposure. Additional information noted that the patient had received many transfusions, with no indication of a relation to the cracked stopcock. The device was replaced at the bedside. The patient had no harm or injury from this incident. The associated emdr report numbers are 9680794-2025-00180 and 9680794-2025-00185.

Manufacturer narrative:
(B)(4).